Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized on the morning of (B)(6) 2025 due to a urinary tract infection (uti). The patient contact stated that the patient was in treatment prior to hospitalization. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for a uti (yeast infection) on (B)(6) 2025 through (B)(6) 2025 and treated with fluconazole (200 mg, oral, daily, for 11 days).

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized on the morning of (B)(6) 2025 due to a urinary tract infection (uti). The patient contact stated that the patient was in treatment prior to hospitalization. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized for a uti (yeast infection) on (B)(6) 2025 through (B)(6) 2025 and treated with fluconazole (200 mg, oral, daily, for 11 days).